Event description:
The duett sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt developed a small hematoma at the site. Treatment consisted of compression using a femstop. The treatment was successful and the event was resolved.